Manufacturer narrative:
On 28-feb-2018 product investigation results: reporter returned product on 29-jan-2018. Product return was received and investigated. Investigation results showed that wear of plastics due to the usage of abrasive toothpaste in combination with insufficient cleaning has led to consumer complaint.

Event description:
Almost choked [choking sensation]. Two have broken / the bottom piece of the dual piece popped out of the bottom half of the brush / falling apart [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 22-nov-2017 that in a package of three oral-b dual action or dual clean brushheads, two had broken within a very short period of time. The consumer elaborated that the bottom piece of the dual piece had popped out of the bottom half of the brush and he/she almost swallowed it; the consumer reported that he/she almost choked on this part. The consumer stated that he/she thought that the first one broke because he/she had dropped it previous to its falling apart, but he/she now knew that this was not the case. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Two have broken / the bottom piece of the dual piece popped out of the bottom half of the brush / falling apart [device breakage] case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that in a package of three oral-b dualaction or dual clean brushheads, two had broken within a very short period of time. The consumer elaborated that the bottom piece of the dual piece had popped out of the bottom half of the brush and he/she almost swallowed it; the consumer reported that he/she almost choked on this part. The consumer stated that he/she thought that the first one broke because he/she had dropped it previous to its falling apart, but he/she now knew that this was not the case. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.